Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section g04 was inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section g04, combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint preloaded reveal that the tip of the cartridge was damaged. One detached haptic was observed inside the cartridge. Ovd was observed inside the cartridge and was distributed throughout. The handpiece was opened and ovd was observed in the lens holder indicating that an excessive amount of ovd may have contributed to the complaint issue reported. No further issues were observed with the preloaded device. The lens was inspected revealing that it was coated in viscoelastic residue and had a detached haptic. The lens was cleaned, and it was observed to be damaged and to have scratches. The complaint issue "stuck in cartridge" and "haptic damaged" were not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue "haptic damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted; therefore, it was not explanted. Initial reporter's last name: unknown, not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not come out of the cartridge as they should, breaking the handles. The lenses could not be implanted and were replaced by others of the same model. There was a delay in treatment. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.